Event description:
High lead impedance was received at the first dosing appointment for a vns pt during system diagnostics. Info from a company re[ present at the time of implant surgery indicated that system test outside the pocket was ok/ok/dc dc = 0 and system test inside the pocket was ok/ok/dc dc = 2. Good faith attempts to the treating neurologist resulted unsuccessful to date. The system diagnostics tests after this event in 2010, have resulted in ok results. A battery life calculation was performed with the history available in the MFR's in-house programming database which resulted in approx 7.64 years until eri=yes.